Event description:
It was reported during surgery the tunneler was used to create a track from the lead site to the scs ipg pocket site. One of the physicians began tunneling and after inserting the entire tunneler into the tissue, discovered he did not tunnel to the scs ipg pocket site. Subsequently, he pulled out the tunneler and discovered the plastic sheath had been left inside the patient. The surgeon and physician were able to find the sheath of the tunneler in the soft tissue and remove it. Upon removal, the sheath was inspected and there were no tears or pieces missing. The procedure was then completed as planned. The procedure was extended less than an hour.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.